Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and the haptic broke during insertion. It was indicated that the cause of the lens damage was unknown. The lens was implanted and removed without patient injury. The contact stated the msi-pm injector and aq cartridge fp were used, but the lot numbers were unknown.